Manufacturer narrative:
There was no report of malfunction of our device associated with the event. The device history record (DHR) was reviewed and no abnormalities were noted. The device subject of the event was requested to be returned to hu-friedy for evaluation. To date, the device has not been returned. A follow-up MDR will be submitted should additional information become available

Event description:
The user facility reported that a patient's tooth broke during a dental procedure which included use of an angulated bracket removing pliers. The patient's tooth was recemented.

Manufacturer narrative:
The device subject of the event was returned for evaluation and no issues were noted. There was no report of malfunction of our device associated with the event. No additional issues have been reported.